Manufacturer narrative:
Evaluation summary : there were numerous kinks along the hypotube. The distal shaft was kinked distal to the guidewire entry port . The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent segments with struts raised and bunched.there was deformation to the distal tip . (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lcx . The lesion exhibited almost 100% stenosis, moderate calcification and tortuosity. No issues noted during inspection prior to use. Lesion was pre-dilated three times. Resistance was noted advancing the device to the lesion however no excessive force was used. During the procedure it was reported that the stent could not cross the lcx. The physician replaced it with a non-mdt stent to complete the operation. The physician commented that the event was related to the device. The operation was extended for half an hour due to replacement. No patient injury was reported as a result of the event. Analysis of the returned device confirmed stent damage. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.